Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronic assembly. The device had a cracked case near display window corners, cracked display window and cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was dropped in the bathtub. The customer stated that the device has cracks and she could see fluid under the lcd display. Customer's blood glucose value was 301 mg/dl; which she treated with a manual injection. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.